Event description:
During a stone manipulation, a 3-winged stone retrieval basket was inserted and the stone was captured in the basket. On attempt to remove the basket, the physician pulled gently and the stone turned catching the side of the ureter and the stone and basket were unable to be removed. The basket and stone became lodged in the ureter and the physician was unable to advance or remove the basket or stone. After several attempts to remove the basket, the physician cut the distal end of the basket as one of the wires would not loosen. A stent was placed and the pt was transferred to another facility for further evaluation of the ureter. An open procedure was required to retrieve the retained portion of the basket.====================== manufacturer response for stone retrieval system, gemini stone retrieval paired wire helical basket======================they have inquired about the lot number.